Event description:
It was reported that a patient developed a chest wall infection, broken matrixrib plates, and recurrence of lung herniation, six months post operatively. The initial procedure that was performed on (B)(6) 2013 was a chest wall reconstruction with repair of lung herniation. It was reported that the patient visited the surgeons office on (B)(6) 2013 and x-rays were taken at that time. The x-rays contain post operative chest anterior-posterior (ap) and lateral of the case. It was reported that patient had a non-union when the complained plates and screws were inserted in (B)(6) 2013. The patient subsequently developed an infection. The allograft never fused to the ribs. Furthermore, the failure to fuse caused a reherniation of the patients lungs. The patient recently rolled over on the couch causing the plates to break. The hardware was removed on (B)(6) 2013. Surgeon is managing the patient with antibiotics. This report is for a matrixrib screw. This is report 5 of 29 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Additional pro code: hwc. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.